Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, the implantable cardioverter defibrillator exhibited oversensing resulting in pacing inhibition. No intervention has been reported. The device remained implanted.

Event description:
New information states that the rep reprogrammed the lfa -low frequency attenuation-filter to what was recommended by technical services to prevent myopotential oversensing. The patient was fine post change.